Manufacturer narrative:
The device has been returned and received to date. A supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 518 mg/dl while wearing the pod (wear duration unknown). Reportedly, the cannula initially inserted into the infusion site (unspecified), and the pink slide moved forward; however, upon pod removal, the patient reported that the cannula was not visible, indicative of a needle mechanism failure.

Manufacturer narrative:
The pod was received with the needle not deployed. The download data showed that the pod delivered 0 pulses and was in pod state 2 upon download, indicating that the pod was first activated during the investigation. Inspection of the pod found no indication of the user having attempted to fill and activate the pod. No gouge marks or puncture holes were observed in the fill septum that would indicate an attempt was made to fill the reservoir and awaken the pod. No damages or deficiencies were observed to the needle mechanism components that would result in the cannula retracting. No damages or defects were found that would prevent the device from completing activation and deploying the needle mechanism as expected. A needle mechanism failure could not have occurred as the device did not complete activation.